Event description:
Unsolicited: pt reported a high pressure alarm on cadd legacy pump (serial: (B)(4)) and no disposable alarm, on pump serial (B)(4). There had been a kink in the tubing and that was replaced, but unspecified pump alarm still randomly comes on. Patient changed cassette and was able to use serial (B)(4) to resume infusion. No adverse events reported. Pump serial (B)(4) will be replaced since troubleshooting could not fix high pressure alarm. Pt had IV access changed in may. Event is for one pump and one cassette. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. Did the reported product occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; reported to (B)(6) by pt/caregiver.